Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners were noted during visual inspection. Unable to prime during prime/compromised force sensor system alarm test due to faulty force sensor resistor. Insulin pump passed basic occlusion and displacement test. No motor error alarms noted. Motor tested okay. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. The displacement verification table test was not possible because the insulin pump alarmed motor error during rewind. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.